Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
The customer reported that, while using an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a nephrostomy tube placement, the dawson-meuller stiffener separated prematurely from its luer lock on the tube. The stiffener was in all the way, and the luer locked in place. The patient had to return 1 week later to receive a new tube, as the one that had the separation also leaked where the tube attached to the lock. Additional information has been requested from the customer.